Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra easy meter read inaccurately high in comparison to another meter (doctors meter). The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the alleged issue began on (B)(6) 2016 in the morning when the patient obtained an alleged reading of 193mg/dl on the subject meter compared to 142mg/dl on the other meter performed within less than 30 minutes of each other. The reporter detailed that the patient manages her diabetes with a combination of medications including ¿exermet 100 mg- 2 tablets a day (after lunch and dinner)¿. The reporter stated that the patient made no changes to her usual diabetes management routine as result of the alleged product issue. The reporter stated that a few minutes after testing the patient developed the symptoms of sweating. The reporter claimed that the patient attended hospital and had regular checks carried out by a health care professional (hcp) and the patient ¿was back to normal¿. No other device was used to obtain a blood glucose result. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the result was obtained from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.